Manufacturer narrative:
Six insulin set inserter/retractor canisters were returned for evaluation. One canister was returned empty. The remaining five canisters were not; their caps were still attached to their canisters, but the seals were broken. Review of the canister found the adhesive material missing from their intended location. The adhesive material was found stuck up inside the canister caps. Investigation of the returned samples could not determine how the adhesive became attached to the inside of the canister caps. No corrective actions are planned at this time; when and if a trend is identified, further actions will be taken accordingly.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Home care patient reported that during use of device for infusion of insulin, the adhesive portion of the infusion set did not properly adhere, resulting in the infusion set falling away from their body. The home care user reported that their blood glucose levels rose due to the interruption in insulin therapy. No further adverse effects to user reported.